Manufacturer narrative:
Device eval: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
According to user facility, device was programmed for 12 hour infusion of tpn (total parenteral nutrition) with a 3ml/hr kvo. User facility reported infusion was adjusted for 14 hours. User facility reported infusion was completed after 13 1/4 hours and kvo was observed to be 0ml/hr. User facility reported reservoir empty, infusion set had air down to stopcock, patient blood reflux up to stopcock. Patient's implantable access device was found to be occluded due to blood reflux. Patient was admitted to hospital where the portal was treated with a thrombolytic agent. No permanent adverse effects to patient reported.